Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly per article by montalti, et al., j arthrop. 2018: a patient required revision due to aseptic loosening of the stem. "The 2 cases of aseptic loosening (1 stem and 1 cup) were revised with a new implant."

Manufacturer narrative:
After the initial report it was determined that this product was reported in error. Please void the initial report.